Event description:
It was reported that there were inconsistent times when the patient's stimulator was off, yet she had not intentionally turned stimulation off. A manufacturing representative (rep) assessed the implantable neurostimulator (ins) status. They evaluated the patient's recharging practice and the patient's use of the patient programmer (pp). The patient properly demonstrated correct use of the equipment. The ins showed she recharged it frequently and fully. There were some times shown on the history where the recharger was used and the stimulation turned on/off with that use. The patient was going to keep track of use of the recharger and pp, and was going to notify the rep of any times the stimulation was found to be off without her turning it off. It was later reported that the rep had no further communication from the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were inconsistent times when the patient's stimulator was off, yet she had not intentionally turned stimulation off. There was a return of her pain in the occipital when her stimulation was off. A manufacturing representative (rep) assessed the implantable neurostimulator (ins) status. They evaluated the patient's recharging practice and the patient's use of the patient programmer (pp). The patient properly demonstrated correct use of the equipment. The ins showed she recharged it frequently and fully. There were some times shown on the history where the recharger was used and the stimulation turned on/off with that use. The patient was going to keep track of use of the recharger and pp, and was going to notify the rep of any times the stimulation was found to be off without her turning it off. Impedance testing was performed and results were all within normal limits. No further action was required as a result of this event. The patient was alive with no injury at the time of this report. It was later reported that the rep had no further communication from the patient. If any new information is available, a follow-up will be sent.